Manufacturer narrative:
The aquabeam handpiece was not returned for investigation of the reported event. Three (3) good faith efforts were made to retrieve the device without success. The treatment log files were reviewed and confirmed multiple occurences of "e22 - motorpack" errors during aquablation therapy. The root cause of the reported event was unable to be established as the device was not returned for investigation. The aquabeam robotic system user manual, um0101 rev. F, was reviewed and states the following: table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x.. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece a review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam handpiece / lot number 23c10516 was performed, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The affected units within the lot were segregated and reworked to address the non-conformances. The handpiece passed final inspection prior to release for distribution. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the second treatment pass, the aquabeam robotic system generated an "e22 - motorpack error" and could not be cleared despite multiple troubleshooting steps. The treating surgeon chose not to continue by opening another handpiece and instead decided to remove the device and proceed with the focal bladder neck cautery protocol. There were no adverse health consequences to the patient due to this event.